Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. X-ray review: the quality of the provided radiograph makes it difficult to comment on the sizing, fit and alignment of components. Osteophytes or fragments of bone or bone cement are visible both anteriorly and posteriorly in the joint space, which may have contributed to the reported pain and instability. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left knee arthroplasty. Subsequently, the patient experienced the onset of constant severe pain with some instability.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg lt md size 3 PMA med sz 3 catalog #: 159547 lot #: 125140, medical product: oxf uni tib tray sz d lm PMA catalog #: 154724 lot #: 2423707. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00613, 3002806535-2019-00614. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial left knee arthroplasty. Subsequently, the patient experienced the onset of constant severe pain with some instability.